Event description:
It was reported that an error occurred at power up. The programmer was cycle powered numerous times, but the error would not clear. The programmer will be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).